Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)."

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose level was 400 mg/dl. Tandem technical support reviewed the pump t:connect data and found that the customer had not interacted with the pump for 12 hours. The customer was hard of hearing and did not hear the alarm when it sounded.